Event description:
It was reported to philips that the device experienced a co2 calibration failure. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit was not showing a co2 value and subsequently failing operational testing. Based on the noted issue, the rse advised the customer to swap out the co2 cable in an attempt to troubleshoot the issue. Should the issue remain, the customer was then instructed to replace the etco2 module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the co2 cable. The customer followed the instruction provided by the rse and verified that swapping out the co2 cable resolved the reported failure. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.